Event description:
It was reported that stent failure to expand occurred requiring additional device. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula. A 9x80x75 epic stent self expanding was selected for treatment. During procedure, the stent was only able to 50% - 70% deployed at severe stenosis lesion but it was managed to be ultimately fully deployed in the lesion. Another device of the same model was then deployed at the target lesion. No patient complications were reported.